Manufacturer narrative:
A4-a6: unk. H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim #(B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of diopter -9.5/1.5/092 (sphere/cylinder/axis) tore/broke during injection/delivery into the patient's left eye (os). The lens was implanted and removed intraoperatively on (B)(6) 2024. On (B)(6) 2024 a replacement lens of the same length/model was implanted. The problem was resolved. The cause of the event was reported as other.